Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the balloon and in the guide wire lumen, consistent with advancement of the sds into the body. The stent implant had dislodged from the balloon and was not returned. However, follow-up information received confirmed that this did not occur during use, but during prep for return when packing the device. The balloon had relaxed folds, which likely occurred after the stent dislodgement. There were crimp marks on the balloon, however, due to inner member bunching, the markers were mislocated and it was unable to be determined if the crimp marks were between the markers. The outer member proximal to the proximal seal was slightly stretched. It was confirmed that the balloon had separated at the proximal seal and the inner member had separated proximal to the proximal seal. The fracture faces of these separations were jagged, suggesting that they may be related to tensile overload (material stress/fatigue). The inner member inside the balloon was bunched for a length of proximal to the distal taper of the balloon. The distal balloon marker was located 1mm proximal to the distal balloon taper and the proximal balloon marker was located 8.5mm proximal to the distal balloon taper. The outer member was bunched distal to the guide wire exit notch. The entire length of the soft tip was wrinkled and the distal end of the tip was slightly torn. Dimensional analysis and functional testing could not be performed due to the damage noted. This damage was not observed during product inspection prior to use and all findings are consistent with that which would occur when resistance is experienced during advancing and ultimately removing the frozen guide wire from the sds. Additionally, there was a kink in the shaft distal to the guide wire exit notch and multiple kinks throughout the entire length of the hypotube. Again, this damage was not observed during product inspection prior to use and thus, may have occurred during or after the reported difficulties with the guide wire or possibly as a result of packaging and shipment back to abbott vascular for analysis. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The guide wire used during the procedure was not returned for analysis, which may have assisted in determining a cause of the reported resistance. In this instance, it is possible that the build up of blood in the guide wire lumen of the catheter and on the guide wire contributed to the difficulties advancing the sds. Then, as resistance was encountered, if force was applied, this would contribute to the shaft bunching, creating additional resistance. The attempts to remove the frozen catheter from the guide wire would then contribute to the balloon and shaft separating and further damage to the catheter. Although a definitive cause of the inability to advance/retract the sds over the guide wire cannot be determined, the reported balloon separation and subsequent damage noted during analysis appear to be related to case circumstances and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line. Furthermore, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a total left anterior descending (lad) clot. A 3.0 x 20 mm non-abbott balloon was used with a balance middleweight (bmw) guide wire for pre-dilatation. The xience was then attempted to be advanced. Prior to entering the guiding catheter, the xience v became stuck during advancement on the guide wire. When the xience v was pulled to remove from the guide wire, the shaft separated. Another xience v was used with the same bmw guide wire without issue, successfully completing the procedure. No patient effects were reported. No additional information was provided.